Event description:
After PICC line insertion, it was discovered via x-ray that approximately 0.5 centimeters of guidewire was retained in the patient. Currently, it is unknown if the portion of the guidewire broke off during insertion or was cut during trimming by medical staff. Based on the condition of the patient, it was determined that leaving the guidewire portion in the patient's arm was appropriate so that the access was not lost. Extra monitoring of the patient's condition is being performed due to the retained guidewire. Intervention will likely be taken once access is not critical to the patient's condition.